Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. This rv lead was replaced with different model. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to unknown product performance anomaly. This rv lead was replaced with different model. No additional adverse patient effects were reported. Additional information received which indicated that this rv lead exhibited high output apical lead and calcified.